Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was fully applied and the interlock was engaged. No damage was noted to the knife blade. The cartridge surface was cracked. Functional testing was performed which included resetting and reloading the sulu into a test device. The test instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling in an open procedure, the device did not fire. They noted that they were unable to move the black pusher thumb piece. They used anew device with the same lot number to complete the case. There was no patient injury.